Event description:
During the surgical case the covidien stapler was loaded and when they went to staple the bowel, the stapler didn't release the bowel. We had to bring in a special instrument to try and release the bowel, but it also didn't work. Doctor removed the stapler by pulling it back, which could have teared the bowel. The stapler with the reload and the battery were then removed from the field and a new one was brought in the room. The representative for covidien was called, the situation was explained, and he came to pick up the stapler so that they can investigate why this happened. Charge nurse is aware as well as management.